Event description:
In december, 2004 the reporter contacted lifescan on pt's behalf alleging that their one touch ultra meter was reading inaccurately low. The medical affairs specialist ii spoke with the reporter on december, 2004. The pt obtained results such as 45 mg/dl, 46 mg/dl, and 45 mg/dl at approximately 8 pm five days earlier. Pt had taken their usual dose of insulin. Pt was described as feeling tired and sleepy following the use of their meter. Pt drank 8 oz. Of orange juice and was eventually takes to the ER at 10 pm. A result of "high" was obtained on the ER meter. A result of 375 mg/dl was obtained on the ER meter 1 hour later. A couple of hours later, a result of 145 mg/dl was obtained on the ER meter and he was released. He was treated with insulin for high blood glucose levels. The customer care representative (ccr) was unable to walk the reporter through quality control testing, as the pt did not have control solution. The ccr discovered that the meter had missing segments. The pt did not allege harm. However, there is information to suggest that the pt experienced injury and medical intervention due to the meter. Pt had been feeling hyperglycemic while obtaining low results on the reported meter. Pt was mistreated at home based on the meter results, which led to an increasing blood glucose level. Pt was eventually treated for hyperglycemia at the ER. Based on the information supplied by the reporter, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable due to an adverse event. Issue was resolved through troubleshooting. The meter was replaced.